Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a healthcare provider regarding an unknown patient. It was reported that the patient was having pain and their lead was revised. The caller stated the lead was revised to change lead location. The caller terminated the call and did not want to take the time to elaborate on the adverse event reported.